Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro was defective and caused the drape to smoke. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. A visual inspection was conducted. The silicone insulation was lightly charred and cracked indicating boot burn. The heater wire was flexed away and detached at the tip of the jaw. The heater wire remained attached at the base of the hot jaw. There was char and tissue buildup on the jaws. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use with a reference cable and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test; it produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. No smoke and/or steam which could be considered excessive was observed during the testing. Based on the results of the evaluation, the reported complaint for ¿environmental particulates¿ was not confirmed. The complaint was confirmed for the analyzed failure modes "bent wire" and " burn of device; boot burn".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro was defective and caused the drape to smoke. A replacement device was used to complete the procedure. The hospital did not report any patient effects.